Event description:
It was reported that the patient was having pain on the side of the device since replacement about 2 years ago. Since the device was replaced the patient suddenly had pain that radiated down their legs, through their knees, and into their ankle. It was noted that the patient had gone to their chiropractor and they indicated that the patient had a sciatic nerve problem. The patient had continuous pain and may have the device removed. It was reported that the patient¿s health care provider (hcp) suggested that they shut the device off for 1 month to see if the pain subsided. Sometimes the patient could not sit on the side of the stimulator. It was noted that the device had helped with the patient¿s bladder problems and they had no major infections since the device was implanted but now they had the pain.

Manufacturer narrative:
Concomitant products: product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3093-28, lot # v847451, implanted: (B)(6) 2012, product type lead. (B)(4).

Event description:
Additional information received reported the patient received assistance from their healthcare provider or manufacturer representative and their concerns were resolved. It was noted that the patient appointment was scheduled for (B)(6) 2014.